Manufacturer narrative:
A ge representative evaluated the system and replaced the batteries. System operates as intended.

Event description:
Customer reported, the system intermittently will not fluoro or display images. No patient injury was reported.